Event description:
The following description of events was copied from an e-mail received from a distributor in (B)(6). "When we power on the ventilator with the normal external power source, we can hear the buzzing sound but there is no self-checking sound. After a short while, we can hear the buzzing sound for a second. The ventilator does delivery the gas normally. The alarm light flashes without alarm sound. We check the alarm, and there is no problem with it."

Manufacturer narrative:
The foreign distributor did not submit a user facility/importer report to the manufacturer. Event codes were derived based on information provided by the foreign distributor. (B)(4). Carefusion has made a requested to the foreign distributor to provide additional information concerning the reported event, evaluation and repair of the device. As of (B)(4) 2013 there has been no response from the foreign distributor. Should additional information became available a follow-up medwatch report will be submitted.